Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon noticed a small scratch on the intraocular lens (iol) and decided to change it out. The lens was accidentally discarded by the customer. In follow-up, it was reported that a removal and replacement occurred during the same procedure and there was no incision enlargement or vitrectomy performed. No further information was provided.

Manufacturer narrative:
The reported complaint cannot be confirmed due to no product was returned for evaluation. It was initially reported that the lens was accidentally discarded by the customer. Therefore, no evaluation was performed. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. The manufacturing record review was performed. The lenses were manufactured within specifications. All pertinent information available to abbott medical optics has been submitted.